Event description:
Clinic notes dated (B)(6) 2011 indicate that the patient was seen in the medical clinic on (B)(6) with breakthrough seizures. The patient's medication was increased, and the patient was discharged on (B)(6). On (B)(6) the patient had a thirty second seizure. It was stated that at this point they will stick to his current regimen and that in the future they would modify his vns settings and probably increase one of his medications. On (B)(6) 2012 the patient's settings were interrogated and no changes were made. On (B)(6) 2012, the patient's vns was interrogated and found to be functioning well. It was stated that as the patient had seven seizures in the past five months, they reduced his generator off time to 1.8 minutes. The patient tolerated this well. Follow up with the physician found that the relationship of the seizures to vns was unknown. She stated tha the patient's device was recently replaced, but it was done prophylactically, because they believed the patient had the device implanted for long enough. The physician stated that notes dated august 2009 indicate the patient was last seen on (B)(6) 2009. At this appointment, the patient's settings were changed. Five weeks later, in the (B)(6) appointment, the patient was reported to have had six seizures within the five week period, which was considered an increase in seizures. The physician mentioned that due to the health and well being of some of her patients, she was unable to give a definite answer on if there was any association between the increased seizures to vns. She stated that the patient's settings were changed as a result of this visit. In order to obtain a pre-vns seizure frequency, the physician referenced notes dated (B)(6) 2008. These notes state that the patient was last seen on (B)(6) 2009 (prior to initial implant surgery on (B)(6) 2008) and at this point the patient had eleven seizures in the last six month period. The physician stated that the patient had been referred to the neurosurgeon who felt that the patient would be a good candidate. After implant, the patient went a month with only one seizure, but then in september he had numerous seizures so the settings were changed. On (B)(6) it was observed that the patient had 17 seizures over the previous 12 week period. As the patient appeared to have repeated onsets of increased seizures, it was questioned if this was normal for the patient and if the seizures were all related. The physician stated that the repeating onset of increased seizures was a normal pattern for this patient and that all reported increased seizure events were all related to each other. The physician provided additional background history on the patient. She stated that the patient was born in 1948 and was admitted to this clinic in 1967. In 1968, the neurologist diagnosed that the patient had birth trauma with some disorders and had stopped developing after a certain point. The physician stated that they had tried everything with this patient for the seizures. She again stated that she couldn¿t comment about relationship to vns and that she did not know if the patient had multiple seizure types and all increased. In regards to interventions, the patient is an in-patient at this facility and does not go to the hospital for these seizures. He is on four anti-convulsants, but there were no vns changes. She stated that they just try to keep him safe. The patient's programming and diagnostic history was provided. No other information was provided.